Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report opening of the clip while locked during deployment. It was reported that this was mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and when testing the lock prior to deployment, the clip opened slightly (within 5 degrees); this could be seen under fluoroscopy. However, the clip was successfully deployed. One clip implanted reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did identify any similar incidents from the reported lot. All available information was investigated and a cause for the unintended clip movement (clip open ¿ locked) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.